Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update fields: d8; g3; h3; h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the r-unit (charge coupled device) was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the r-unit was broken and therefore the image being green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope experienced an image with colors that run into each other, poor color scheme. The event occurred during an unspecified procedure. There were no reports of patient harm.